Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was programmer difficulty with the programmer due intermittent telemetry with the implanted device. The radiofrequency header was changed and the issue was not resolved. A different programmer was used. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer interrogation was intermittent due to a loose radiofrequency head connector on the link electronic module (lem) printed circuit board (pcb). It was also indicated that the programmer had several damaged external components. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.